Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown. Product type screening device medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). They stated that the cause of the patient's concern of the leads moving was unknown - unclear etiology. When asked what steps were taken to resolve the issue, they reported they had a medical evaluation with the doctor and a surgical revision. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown lot# serial# unknown. Product type unknown product ID 306001 lot# unknown. Implanted: (B)(6)2023 product type screening device medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). They reported that the lead possibly moved as stimulation was felt different by the patient. No revision surgery occurred. The lot number of the patient's lead is unknown. When asked the current status of the lead the hcp replied that there was a full implant, the interstim was placed (B)(6)2023.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patients trial started on (B)(6) 2023. It was reported that the patient experienced pain. Additional information was received on (B)(6) 2023, the patient stated she is allergic to the tape which is causing the area around her device to become itchy with uncomfortable blisters. The patient was concerned about her leads moving as she was no longer feeling the stimulation in the same place on the right lead and she did not feel stimulation currently on the left side. Support link checked the patients settings and she can now feel stimulation comfortably at 1.0.

Manufacturer narrative:
Product ID neu_unknown lot# serial# unknown implanted: explanted: product type unknown product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.